Manufacturer narrative:
G4:21apr2021. B4:10may2021. There was no patient involvement. The customer could not confirm or duplicate the reported failure. The remote service engineer (rse) referred the customer to the service guide and advised the replacement of the data acquisition board (daq) board. The field service engineer (fse) checked for proper operation along with a check of various modes, everything was correct. No parts were replaced. The unit was tested, and it was returned to service.

Event description:
The customer reported proximal pressure sensor interval error. The remote service engineer (rse) referred the customer to the service guide and advised replacement of data acquisition board (daq) board. The unit was not in use, and there was no patient or user harm reported.